Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure, while attempting to use the device on a common bile duct, the device misfired. The device did not eject staples. The procedure was completed without any pt consequence.